Event description:
It was reported that during weaning of the patient in pressure support/CPAP ventilation mode, the ventilator generated alarms for high airway pressure and low expiratory minute volume. The patient desaturated. The level is unknown. The ventilator was replaced. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported event could not be duplicated and the ventilator passed pre-use checks. No parts were replaced and the ventilator was cleared for clinical use. Ventilator logs were downloaded and reviewed. The event reportedly occurred (B)(6) 2022 between approx. 12 am ¿ 2 pm. The investigation of the provided event log showed that during ventilation in pressure support/CPAP ventilation mode, alarms for respiratory rate high, peep low and expiratory minute volume low were generated. Generated alarms were silenced indicating that the ventilator was under surveillance by an operator. The inspiratory and expiratory minute volume decreases thereafter whereas the end expiratory pressure is constant. Alarms for no patient effort are then generated. The apnea conditions are fulfilled and the ventilator automatically switches to backup ventilation mode (pressure control). The user then switches to volume control ventilation mode. The airway pressure is then dependent on the tidal volume, inspiration time and the resistance and compliance of the respiratory system. The set tidal volume will always be delivered up to set airway pressure limit. The ventilator shortly after switch to volume control alarmed for airway pressure high since the airway pressure exceeds set upper pressure limit. Alarms for expiratory minute volume low are also generated. Since the end expiratory pressure is constant during the period the expiratory minute volume decreases, it shows that the ventilator is trying to deliver gas with set parameters. The alarms for airway pressure high in volume control mode further indicates the efforts of the ventilator to deliver the set tidal volume. The user then switches back to pressure support/CPAP ventilation mode. Alarms for respiratory rate high, peep low and expiratory minute volume low are again generated with occasional alarms for no patient effort where the ventilator automatically switches to backup ventilation mode (pressure control). The user then once again switches to volume control ventilation mode. Alarms for airway pressure high and high continuous pressure are then generated. The ventilator is finally set to standby by the user and replaced by another ventilator. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The reported alarms are most likely due to an increased expiratory resistance in the patient¿s breathing system, such as blocked bacteria filter or mucus or secretion in the endotracheal tube or patient airways, however this has not been determined. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Our conclusion based on evaluation of the ventilator logs and that no fault was found during investigation of the ventilator is that there was no ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref #: (B)(4).